Event description:
It was reported that during a lap gastric bypass procedure,the device did not cut properly. Case completed by converting to open.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.